Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead the physician broke the introducer once the lead was in the atrium and was no longer able to advance the lead. The lead was extracted and not used, a new lead was successfully placed. No patient complications have been reported as a result of this event.